Manufacturer narrative:
Device not returned.

Event description:
It was reported that during installation at the user facility the battery was experiencing overheating. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Information has been requested regarding delay of therapy and user facility information, but no information has been provided. If additional information becomes available, a follow-up will be filed.

Event description:
It was reported that during installation at the user facility the battery was experiencing overheating. No medical intervention and no adverse consequences were reported with this event.